Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro self activated causing a burn of the drapes. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6) 2010. Visual inspection revealed that the jaws were burnt slightly. A supplemental report will be submitted when the final investigation has been completed and the failure analysis has been received. (B) (4)